Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is solely based on description of event. No product was returned and no imaging was provided. Given this limited information, it would be inappropriate to speculate at what may or may not have led to the reported fracture and embolization of filter legs. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that filter fragment embolized into the heart or lung may be safely retrieved. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog#: unknown but referred to as a cook celect filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). H11) corrected data compared to medwatch report: mw5072857. B2) life threatening, required intervention, other serious (important medical event). B4) 18oct2017. D1) celect. D2) ivc filter. D3) cook bloomington, in united states. D10) device available for evaluation: y. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Corrected data from user facility report: attachment: [mw5072857.pdf].

Event description:
Description of event according to initial reporter: per rep - the filter had fractured. One of the arms of the filter embolized. Per customer - I just reported a fractured, embolized filter to the database. Filter and pa fragment removed. One arm along right psoas retained. This complaint was called in by the rep. The physician told the rep that he has filed a report with the FDA for this complaint. The physician said that his facility will not be providing any information about the event and that if cook personnel want any more information they must refer to the FDA report. Description of event according to FDA report mw5072857 received 30oct2017: "celect ivc filter placed 2013 found to be fractured (2 arms) with one fragment along right psoas (extravascular, retained) and one in right pulmonary artery. Filter tip embedded. Removed with forceps and pa fragment removed also." Patient outcome: unknown.